Manufacturer narrative:
E3: occupation: material coordinator. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is likely that a non-deployment event occurred due to an obstruction of the distal tip. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that following a neurovascular intervention using a 9 french (fr) sheath, the 8 french (fr) angio-seal device was attempted to be used to achieve hemostasis. From the staff, it sounds like the angio-seal anchor never exited the tip of the sheath. Despite hearing a first and second click, which is used to set the angio-seal anchor, the anchor did not deploy. When the staff went to tamp the collagen and achieve hemostasis, the entire angio-seal sheath exited the patient, and manual pressure was used for hemostasis. No harm was caused to the patient. There was no blood loss. There was no patient injury and/or requirement for medical or surgical intervention.